Event description:
The healthcare professional called lifescan and complained that the meter was reading inaccurately low. The healthcare professional reported tha back-to-back comparison was performed. The results were 15 and 137 mg/dl. The meter was set to the correct unit of measurement. The meter also passed the quality control tests. While troubleshooting with the lfs customer care representative, it was discovered that the meter was missing segments, the issue was not resolved with troubleshooting. A replacement meter is being sent to the patient.